Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix did not grab onto tissue and dislodged. When the lead helix was retracted it took more turns than expected to retract. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.